Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported by the child that the patient experienced inaccurate cgm values. The reporter called first on 05/19/2024, then again the following day to provide more details. According to the call review, the daughter reported that the patient was using a g6. The reporter mentioned that there were three different episodes during the week where the monitor's readings were off by 40-50 mg/dl. Bg and egv during these times were not specified. According to the call review, the problem happened 2 or 3 times the week prior, so the doctor said she needed to go to the emergency department. The reporter stated they were not sure what it was, but then they figured out that the cgm wasn't reading correctly. The patient was very lethargic, disoriented, and passed out. At one point, the patient was given orange juice. The patient was transported by the reporter and spouse to the hospital. The child also mentioned that in the emergency room, the sugar was tested three different times and the meter was off each time. The sets of comparison values were not provided. The reporter added, "so the monitor (receiver display device) was not alerting her when her sugar was dropping." In the ed, the daughter read that her blood sugar was 79 mg/dl on the receiver and informed the nurse that it was dropping. The nurse came into the room and checked it with a blood meter, finding it was below 39 mg/dl. According to the daughter, the patient was given sugar through IV dextrose. It was noted that the patient also received insulin for routine diabetes management while in the hospital. Of note, the reporter also inquired about insertion sites. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported by the child that the patient experienced inaccurate cgm values. The reporter called first on (B)(6) 2024, then again the following day to provide more details. According to the call review, the daughter reported that the patient was using a g6. The reporter mentioned that there were three different episodes during the week where the monitor's readings were off by 40-50 mg/dl. Bg and egv during these times were not specified. According to the call review, the problem happened 2 or 3 times the week prior, so the doctor said she needed to go to the emergency department. The reporter stated they were not sure what it was, but then they figured out that the cgm wasn't reading correctly. The patient was very lethargic, disoriented, and passed out. At one point, the patient was given orange juice. The patient was transported by the reporter and spouse to the hospital. The child also mentioned that in the emergency room, the sugar was tested three different times and the meter was off each time. The sets of comparison values were not provided. The reporter added, "so the monitor (receiver display device) was not alerting her when her sugar was dropping." In the ed, the daughter read that her blood sugar was 79 mg/dl on the receiver and informed the nurse that it was dropping. The nurse came into the room and checked it with a blood meter, finding it was below 39 mg/dl. According to the daughter, the patient was given sugar through IV dextrose. It was noted that the patient also received insulin for routine diabetes management while in the hospital. The patient was in the hospital for less than 24 hours. Of note, the reporter also inquired about insertion sites. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event- removed hospitalization - correction. B5: describe event or problem- additional. H2: correction/additional information. H6: health effect impact code - removed hospitalization- correction.